Manufacturer narrative:
H3: evaluation summary: it appears from the product experience report that there was strong hold at distal stem. Availability of x-rays may have provided more insight into the joint/stem/bone configuration. However, exact cause of fracture could not be determined with available information. H6: evaluation: no product was returned for evaluation. Device history records indicate that the devices were manufactured to specification. X-rays were not returned for review.

Event description:
It is reported that the patient has a history of hip fracture with open reduction internal fixation performed in 2002, followed by serious staph infection and complications. The im nail was removed and replaced with a zmr hip stem and gtr device and cables in 2004. The gtr cables were removed in j2005. In 2006, patient began noticing a dull pain in her hip. Six days later, the patient bent over to pick up an object and heard a loud pop. Revision surgery was performed on november five days later, due to fracture of the stem at taper junction. Patient was also found to have a very serious infection and much of the proximal supporting bone was gone. It was determined that the infection caused proximal bone loss which overloaded the stem/body junction.